Event description:
It was reported intermittently that the customer experienced a past ongoing blood glucose (bg) level that was displayed as ¿low¿; however, a specific value was not provided; cause was unknown. Customer consumed glucose tablets and carbohydrates to address bg level for all events. Recommendation was made to discuss diabetes management with a health care professional.